Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device was cutting out and effecting the handpieces. The same device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.